Manufacturer narrative:
The reported condition of failure code 813:0, a cascade failure of 808:02, was confirmed through the event history but not duplicated. The root cause was not determined. No repairs are necessary for the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
There is an ongoing investigation, (B)(4) associated with this report. The device has not been previously sent into service for the reported condition of ''fc 813:01 .'' (B)(4).

Event description:
The facility representative reported a colleague infusion pump with an 813:01 failure code. It is unknown when this condition occurred in the general patient ward. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history by baxter it was determined that failure code 813:01 was a cascade failure of 808:02, which occurred during delivery causing an interruption of delivery. No additional information is available.